Event description:
Due to a communication error between the pacs system and the facility's varian brachyvision, a procedure had to be cancelled and rescheduled. The system was being used for viewing images during a prostate carcinoma treatment procedure at the time when they could not be displayed.

Manufacturer narrative:
It was determined that the customer installed configuration did not adequately address image display redundancy. Customer could have continued surgery by: review from another workstation, sending directly to varian or exporting images to cd media for viewing.